Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us.a lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -14.0/1.0/105 (sphere/cylinder/axis), implantable collamer lens, tore/broke during injection/delivery into the eye on (B)(6) 2021. The lens was implanted and removed within the same surgery. On (B)(6) 2021 a replacement lens was implanted and the problem resolved. It was reported that there was no patient injury. Cause of event was unknown.